Manufacturer narrative:
Other relevant device(s) are: etlw1613c93e, sn (B)(4), expiration date: 2018-05-09, (B)(4). Off-label, unapproved or contraindicated use (aortic neck diameter). Film evaluation summary: the exact cause of the stent graft occlusion and claudication could not be determined from the limited pre-implant films provided. Additional pre-implant CT¿s were not provided, the blood flow dynamics could not be assessed from the CT¿s provided, and a complete assessment of the patient anatomy could not be performed. Films during implant and post-implant were also not available for return; therefore, the stent graft in-vivo configuration and the occluded stent graft could not be assessed. It is possible that the occlusion was anatomy related; implanting within a small aorta. The films returned revealed that the patient¿s neck diameter was 17.8mm just below the lowest left renal artery, and ranged in diameter from 19 ¿ 17mm along the 45mm neck length. The distal aortic diameter was 20mm with areas of calcification seen. This may also have been caused by a patient condition: poor distal runoff, or an unknown coagulopathy that is now presenting. The patient¿s previous history of peripheral vascular disease may have also contributed.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm in diameter abdominal aortic aneurysm. The proximal neck was 18-17mm in diameter and 45mm in length. The right iliac arteries measured 10-11mm in diameter and the left iliac arteries measured 10-9-11mm in diameter. It was reported that there was left limb occlusion and the patient had claudication starting at the left buttock. The physician elected to perform a femoral to femoral bypass and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.